Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured during the second inflation in an in-stent stenosis. It was further reported that the balloon catheter was retracted without difficulty through the sheath and a pinhole rupture was allegedly identified on the balloon. Reportedly, another pta balloon was used to complete the procedure. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the device was returned used. The balloon appeared to have been previously inflated. Unraveled fiber strands were noted on the balloon. No other anomalies were noted to the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested and passed without issues. The balloon was examined closer under magnification and no ruptures were identified. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon. The balloon inflated without issues to rated burst pressure (rbp) and deflated without issues. The balloon was inflated and deflated two more times without issue. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is unconfirmed for a balloon rupture, as the balloon was able to be inflated and deflated without issue. The investigation is confirmed for unraveled fibers. The balloon was inflated within a stent and there may have been an interaction between the stent and balloon which contributed to the unraveled fibers. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Potential adverse reactions: additional intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.